Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. No adverse event was reported in conjunction with the high lead impedance condition. X-rays reviewed by MFR were inconclusive in determining whether there were discontinuities in the vns therapy system. The electrodes were implanted at c5 with strain relief, but no tie-downs. The generator was implanted in the left chest with the connector pin fully inserted past the connector block, with feedthroughs and lead wire intact at the connector pin. There were no visible gross lead discontinuities or acture angles; however, there was non-visible area of the lead behind the generator, where some portion of the lead was hidden. Therefore, a lead discontinuity could not be ruled out in those non-visible areas. Lead break is suspected. Lead replacement surgery is planned. Report is incomplete because device tracking info was not forwarded to MFR at the time of initial implant.